Event description:
Pt diagnosed with sub-arachnoid hemorrhage, underwent clip right "pca". Doing well, sent to CT scan where the plum triple-pump stopped working. Rn unable to restore functioning of pump. Pt on three blood pressure medications to maintain systolic pressures of 160's-170's. Pt's blood pressure fell to 114/68. Emergency return to intensive care unit where new pump obtained and blood pressure medications restarted. Pt later had to undergo angiogram for severe vasospasm. Ruptured right posterior communicating artery aneurysm.